Event description:
It was reported that there was no fluoro image when using the 9800 system. There was no report of patient injury.

Manufacturer narrative:
Customer identified a loose video connector and made the necessary repair. The service call was cancelled by the customer.